Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra aortic balloon pump showing autofill failure alarm. No one was harmed onsite.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation finding, investigation conclusions), h11. A getinge field service engineer (fse) further checked & found proper vacuum is not coming from the compressor. So, need to replace the 5000 hrs pm kit first. Replaced the 5000 hr maintenance kit then check the machine and found the low vacuum error coming checked & found proper vacuum is not coming from the compressor. Also, the drive manifold is defective so required both compressor and drive manifold.

Event description:
N/a.